Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, suboptimal transseptal puncture, and soft septum. A mitraclip xtw was inserted and advanced to the mitral valve. However, difficulties with positioning the clip occurred. It was noted that there were height issues. After some troubleshooting, the clip was able to grasp the leaflets. The clip was deployed. However, after deployment, the clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). To stabilize the slda clip, an additional mitraclip xtw was implanted, reducing the mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficulty positioning the clip was reported to be due to height issues and is therefore related to patient conditions. The reported slda per the physician is related to tension in the system due to the curves placed on the device. The slda is therefore related to procedural conditions. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.